Manufacturer narrative:
The lens was returned and evaluated. Examination found the lens cut in 2 pieces across the optic. No other defects on the lens were observed. A device history record (DHR) review, lot history, trend analysis, risk analysis and/or directions for use review are underway.

Event description:
It was reported that approximately two months after implantation of an intraocular lens (iol) into the right eye (od), the lens was exchanged for a different model iol due to mechanical breakdown of the initial lens. Additional information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Additional information: d4, g3, g6, h2, h4, h6, h11.